Manufacturer narrative:
Correction to emdr follow up #1 to field g4. The date should be 04/28/2023. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code- (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID# (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm and the pressure readings were not displayed. After confirming there was no issue with the console, it was suspected that the fiber optic cable was disconnected. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.